Manufacturer narrative:
Sections with additional information as of 09-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 137, 134, 179 and 267 mg/dl. The customer¿s expected blood glucose test result ranges are fasting am 80-103 mg/dl, before dinner 120-130 mg/dl fasting and bedtime 230 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification on the dining table. The test strip lot manufacturer¿s expiration date is 05/25/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 91 mg/dl date: (B)(6) time: 7:53am fasting.. Result 2: 137 mg/dl date: (B)(6) time: 7:44am fasting result 3: 134 mg/dl date:(B)(6) time: 2:08pm fasting before lunch result 4: 103 mg/dl date: (B)(6) time: 8:36am fasting result 5: 179 mg/dl date:(B)(6) time: 8:45am fasting result 6: 267 mg/dl date:(B)(6) time: 8:43am fasting result 7: 135 mg/dl date: (B)(6) time: 2:46pm fasting before lunch result 8: 127 mg/dl date: (B)(6) time: 8:14am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.